Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2017 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Reported defect not reproduced with returned meter and test strip. Most likely underlying root cause of high control results are due to improper storage : strips left outside of vial for an extended period of time. Test strip (B)(4).

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the test strip was inserted into the meter. The customer was not testing with a used test strip and test strip vial cap was not left open. The customer does not keep the strip out of the vial for too long and keeps the test strips in the original container. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. During the call on (B)(6) 2017, the customer attempted to retest using a new test strip and the e-3 error message appeared twice. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date was undisclosed. Adverse event not reported at time of call on (B)(6) 2017.